Event description:
On (B)(6) 2010, pt reported he has been experiencing lower readings that normal since the week before (B)(6) 2010. Pt stated that one low reading required paramedics to come to his home. Pt reported he was at a park on (B)(6) 2010 and walked to a friend's house. Pt stated he ate dinner but could not bring his readings up. Pt reported his blood glucose readings were in the 50's mg/dl and 60's mg/dl that day. Pt stated he drank a pop and walked home. Pt reported when he got home, his blood glucose reading was at 42 mg/dl and his wife gave him a candy bar to eat. Pt reported his wife went to the bathroom and when she returned she found him blacked out on the chair. Pt stated his wife tested his blood glucose reading at 27 mg/dl and called paramedics who hooked him up to an IV of "sugar water". Pt reported he was out of it for about 1 hour and then 20 minutes after paramedics gave him IV, he came to. Pt stated he noticed the lower readings began when the weather started getting hotter. Pt reported on (B)(6) 2010, he went fishing and unintentionally pulled the infusion set out of his stomach. Pt stated he did not have any infusion sets with him so he tested his blood glucose readings to see if he could afford to stay out without the infusion device connected. Pt reported his reading was 94 mg/dl so he stayed for another hour. Pt stated within that hour while his infusion device was off, his reading dropped from 94 mg/dl to 42 mg/dl. Pt reported he was able to self treat with glucose gel. Pt reported he contacted his physician about the low readings and he could not find anything that could be causing the lower readings. Pt stated the physician had him lower his basal rates but the readings still remain low. Pt's normal blood glucose is around 130 mg/dl. Advised pt to try backup infusion device and see it that helps with the low readings. On f/u call on (B)(6) 2010, pt state he still experienced a few lower readings while on the backup infusion device; thinks the low readings may be related to high temperatures. Pt reported that on (B)(6) 2010 the temperatures were cooler and his readings were more normal. Pt will go back on the primary infusion device. On f/u call to pt on (B)(6) 2010, pt stated he feels the infusion device is working fine. Pt reported he thinks it is related to the temp. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.